Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three months ago.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned due to facility policy.